Manufacturer narrative:
Analysis found that the reported issue of overheating could not be confirmed, the device could not be tested due to motor stalling/corrupted. Damaged motor cable assembly to be replaced along with associated parts. Handpiece to be tested to manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating and not working properly during testing. There was no patient impact.